Manufacturer narrative:
Initially it was reported that the patient suffered dyspnea requiring an ¿unspecified medication¿. However, after further review of the complaint file, a correction was noted on (B)(6) 2017 that the patient suffered dyspnea requiring no medical or surgical intervention. Therefore, since there was no evidence that medical/surgical intervention or prolonged hospitalization was required for the treatment or prevention of permanent damage to the patient, this event has been reassessed from serious injury to not reportable. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17563092l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure with a thermocool smarttouch bi-directional sf catheter and suffered dyspnea requiring an unspecified medication. The patient¿s medical history was unknown. On post-procedure day 1, the patient was dyspneic. Issue resolved without sequelae. There is no information about the hospitalization. Principal investigator assessed this event as mild in severity, not device-related, and possibly index procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.